Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced discomfort ("general discomfort"), dizziness ("dizziness"), cold sweat ("cold sweating"), nausea ("nausea") and defaecation urgency ("bowel movement sensation"), 3 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced feeling abnormal ("unstable feeling without loss of consciousness"), micturition urgency ("urinating sensation") and hyperhidrosis ("profuse sweating"). On (B)(6) 2014, the patient experienced paraesthesia ("some paresthesia of 4th and 5th symmetric bilateral falanges"). On (B)(6) 2017, the patient was found to have heart rate irregular ("rarely heart beats") and experienced stress ("stress") and asphyxia ("suffocating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), rosacea ("rosacea"), musculoskeletal pain ("joint and muscular pain"), tooth fracture ("tooth pieces breakage"), limb discomfort ("discomfort in legs"), sjogren's syndrome ("sjogren syndrome"), immune system disorder ("immune system disturbances"), mass ("micronodule of 2 mm in left hemithorax"), metal poisoning ("metallosis") and restless legs syndrome ("restless legs") and was found to have weight decreased ("loss of 6 kg"). The patient was treated with surgery (essure removal by subtotal hysterectomy and double adnexectomy via laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, swelling, rosacea, musculoskeletal pain, tooth fracture, limb discomfort, sjogren's syndrome, immune system disorder, discomfort, dizziness, cold sweat, nausea, defaecation urgency, feeling abnormal, micturition urgency, hyperhidrosis, paraesthesia, heart rate irregular, weight decreased, stress, asphyxia, mass, metal poisoning and restless legs syndrome outcome was unknown. The reporter considered allergy to metals, asphyxia, cold sweat, defaecation urgency, discomfort, dizziness, feeling abnormal, genital haemorrhage, heart rate irregular, hyperhidrosis, immune system disorder, limb discomfort, mass, metal poisoning, micturition urgency, musculoskeletal pain, nausea, paraesthesia, pelvic pain, restless legs syndrome, rosacea, sjogren's syndrome, stress, swelling, tooth fracture and weight decreased to be related to essure. The reporter commented: metalepsis and some sensitivity to nickel sulfate, cobalt, purified protein derivative and gold were also mentioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: consumer full name, events: metallosis and restless legs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced discomfort ("general discomfort"), dizziness ("dizziness"), cold sweat ("cold sweating"), nausea ("nausea") and defaecation urgency ("bowel movement sensation"), 3 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced feeling abnormal ("unstable feeling without loss of consciousness"), micturition urgency ("urinating sensation") and hyperhidrosis ("profuse sweating"). On (B)(6) 2014, the patient experienced paraesthesia ("some paresthesia of 4th and 5th symmetric bilateral falanges"). On (B)(6) 2017, the patient was found to have heart rate irregular ("rarely heart beats") and experienced stress ("stress") and asphyxia ("suffocating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), rosacea ("rosacea"), musculoskeletal pain ("joint and muscular pain"), tooth fracture ("tooth pieces breakage"), limb discomfort ("discomfort in legs"), sjogren's syndrome ("sjogren syndrome"), immune system disorder ("immune system disturbances"), mass ("micronodule of 2 mm in left hemithorax"), metal poisoning ("metallosis") and restless legs syndrome ("restless legs") and was found to have weight decreased ("loss of 6 kg"). The patient was treated with surgery (essure removal by subtotal hysterectomy and double adnexectomy via laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, swelling, rosacea, musculoskeletal pain, tooth fracture, limb discomfort, sjogren's syndrome, immune system disorder, discomfort, dizziness, cold sweat, nausea, defaecation urgency, feeling abnormal, micturition urgency, hyperhidrosis, paraesthesia, heart rate irregular, weight decreased, stress, asphyxia, mass, metal poisoning and restless legs syndrome outcome was unknown. The reporter considered allergy to metals, asphyxia, cold sweat, defaecation urgency, discomfort, dizziness, feeling abnormal, genital haemorrhage, heart rate irregular, hyperhidrosis, immune system disorder, limb discomfort, mass, metal poisoning, micturition urgency, musculoskeletal pain, nausea, paraesthesia, pelvic pain, restless legs syndrome, rosacea, sjogren's syndrome, stress, swelling, tooth fracture and weight decreased to be related to essure. The reporter commented: metalepsis and some sensitivity to nickel sulfate, cobalt, purified protein derivative and gold were also mentioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information. Ha number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced discomfort ("general discomfort"), dizziness ("dizziness"), cold sweat ("cold sweating"), nausea ("nausea") and defaecation urgency ("bowel movement sensation"), 3 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced feeling abnormal ("unstable feeling without loss of consciousness"), micturition urgency ("urinating sensation") and hyperhidrosis ("profuse sweating"). On (B)(6) 2014, the patient experienced paraesthesia ("some paresthesia of 4th and 5th symmetric bilateral falanges"). On (B)(6)2017, the patient was found to have heart rate irregular ("rarely heart beats") and experienced stress ("stress") and asphyxia ("suffocating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), rosacea ("rosacea"), musculoskeletal pain ("joint and muscular pain"), tooth fracture ("tooth pieces breakage"), limb discomfort ("discomfort in legs"), sjogren's syndrome ("sjogren syndrome"), immune system disorder ("immune system disturbances") and mass ("micronodule of 2 mm in left hemithorax") and was found to have weight decreased ("loss of 6 kg"). The patient was treated with surgery (essure removal by subtotal hysterectomy and double adnexectomy via laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, swelling, rosacea, musculoskeletal pain, tooth fracture, limb discomfort, sjogren's syndrome, immune system disorder, discomfort, dizziness, cold sweat, nausea, defaecation urgency, feeling abnormal, micturition urgency, hyperhidrosis, paraesthesia, heart rate irregular, weight decreased, stress, asphyxia and mass outcome was unknown. The reporter considered allergy to metals, asphyxia, cold sweat, defaecation urgency, discomfort, dizziness, feeling abnormal, genital haemorrhage, heart rate irregular, hyperhidrosis, immune system disorder, limb discomfort, mass, micturition urgency, musculoskeletal pain, nausea, paraesthesia, pelvic pain, rosacea, sjogren's syndrome, stress, swelling, tooth fracture and weight decreased to be related to essure. The reporter commented: metalepsis and some sensitivity to nickel sulfate, cobalt, purified protein derivative and gold were also mentioned. Quality-safety evaluation of ptc: unable to confirm comaplaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced discomfort ("general discomfort"), dizziness ("dizziness"), cold sweat ("cold sweating"), nausea ("nausea") and gastrointestinal motility disorder ("bowel movement sensation"), 3 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced feeling abnormal ("unstable feeling without loss of consciousness"), micturition urgency ("urinating sensation") and hyperhidrosis ("profuse sweating"). On (B)(6) 2014, the patient experienced paraesthesia ("some paresthesia of 4th and 5th symmetric bilateral falanges"). On (B)(6) 2017, the patient was found to have heart rate irregular ("rarely heart beats") and experienced stress ("stress") and suffocation feeling ("suffocating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), rosacea ("rosacea"), musculoskeletal pain ("joint and muscular pain"), tooth fracture ("tooth pieces breakage"), limb discomfort ("discomfort in legs"), sjogren's syndrome ("sjogren syndrome"), immune system disorder ("immune system disturbances") and mass ("micronodule of 2 mm in left hemithorax") and was found to have weight decreased ("loss of 6 kg"). The patient was treated with surgery (essure removal by subtotal hysterectomy and double adnexectomy via laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, swelling, rosacea, musculoskeletal pain, tooth fracture, limb discomfort, sjogren's syndrome, immune system disorder, discomfort, dizziness, cold sweat, nausea, gastrointestinal motility disorder, feeling abnormal, micturition urgency, hyperhidrosis, paraesthesia, heart rate irregular, weight decreased, stress, suffocation feeling and mass outcome was unknown. The reporter considered allergy to metals, cold sweat, discomfort, dizziness, feeling abnormal, gastrointestinal motility disorder, genital haemorrhage, heart rate irregular, hyperhidrosis, immune system disorder, limb discomfort, mass, micturition urgency, musculoskeletal pain, nausea, paraesthesia, pelvic pain, rosacea, sjogren's syndrome, stress, suffocation feeling, swelling, tooth fracture and weight decreased to be related to essure. The reporter commented: metalepsis and some sensitivity to nickel sulfate, cobalt, purified protein derivative and gold were also mentioned. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.